Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant's experience of balloon leakage. Engineering observed that the glue line near the tip was damaged and the cannula tip was fractured. The balloon leakage was caused by the damaged glue line and cannula tip fracture. Based on the condition of the returned unit, it is likely that the damaged glue line and cannula tip fracture were caused by instruments that came into contact with the cannula during the procedure. It is also possible that the cannula tip fracture was caused by excessive forces applied to the cannula. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Balloon damage is not considered to be reportable as it is unlikely to cause or contribute to death or serious injury. However, the event was reported due to the damage that was observed on the cannula tip of the returned device.

Event description:
Procedure performed: lar. Event description: an air leak occurs from balloon. Patient status: fine.